Event description:
It was reported that after implant just before being released device interrogation revealed high pacing impedance, failure to capture, dislodgement and fracture on the atrial (ra) lead. The physician elected to explant and replace the ra lead. There were no patient consequences.